Manufacturer narrative:
(B)(4). Batch # m55352. Result: the analysis found that one ntlc75 device was returned in good visual condition with a cartridge reload loaded on the device. The cartridge reload was received fully fired and with the "doghouse" component of the cartridge damaged. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open lobectomy procedure, as the surgeon started firing, he was unable to fire the cartridge and then he struggled very much in firing so he used a like device to complete the procedure. There were no adverse consequences for the patient reported.